Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: cine imaging displays bend on flex shaft in descending aorta and valve at the top of the ascending aorta. However, because the image does not show which configuration the system is in, whether they are about to cross the annulus or had already attempted crossing, we are unable to confirm the complaint event. 3mensio imaging shows significant tortuosity throughout patient anatomy. 3mensio imaging shows slight calcification on patient anatomy. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The instructions were reviewed instruction for use (IFU) for commander delivery system, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on patient screening manual. Evaluation of the aortic arch is necessary to assess the degree of arch angulation and stenosis. Aortic arch angulation and unfolded aortas. Acute aortic arch angles and unfolded aortas may be more difficult to navigate the valve catheter and achieve proper valve positioning. Procedural training manual also provides guidance on valve alignment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed as neither device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the IFU and training manuals revealed no deficiencies. In this case, the thv would not cross the aortic valve. As the delivery system was pushed, the delivery system would bend within the abdominal aorta and did not translate to the tip of the delivery system to advance the valve, likely due to the tortuosity. Per the 3mensio imagery provided, significant tortuosity was present in the patient aorta. Additionally, imagery shows the delivery system conforming to the patient's tortuous anatomy. The presence of tortuosity can make the pathway challenging as the delivery system crosses the valve. This can potentially lead and contribute to the reported difficulty felt when attempting to cross the native annulus and lead to the subsequent patient injury. Although a definitive root cause was unable to be determined, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the aortic dissection is unknown. However procedural factors (device manipulation with difficulty to cross the native valve) and/or patient factors (calcification and significant tortuosity in the aorta) may have contributed to the event.

Event description:
As reported, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the thv would not cross the aortic valve. As the delivery system was pushed, the delivery system would bend within the abdominal aorta and did not translate to the tip of the delivery system to advance the valve. Multiple attempts were done to cross the valve with no success. The patient's hemodynamics began to decline and an angiogram was taken showing a dissection in the ascending aorta. A pericardiocentesis was performed however the patient expired.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.